Manufacturer narrative:
This report is submitted on august 5, 2022.

Event description:
Per the clinic, the patient experienced an infection in the cochlea. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.

Event description:
Per the clinic, the patient was treated with oral, topical and IV antibiotics (specific date and duration not reported).